Event description:
It was reported that when the pt was being transferred from the table to the gurney, the omega 5 table top rotation locks allegedly did not hold and the table top rotated. The pt then fell to the floor. Pt injury is unk at ths time. Ge healthcare's investigation into the reported occurence is still ongoing. A follow-up report will be issued when the investigation has been completed.